Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, during a contrast-enhanced CT procedure, the radiology department of our hospital administered contrast agent to a patient using a closed-system intravenous cannula. During the injection, the plastic tubing of the cannula was damaged locally, causing fluid leakage and loss of contrast agent. Subsequently, the physician replaced the damaged cannula with a new closed-system intravenous cannula from the same manufacturer, batch number, and specification, which functioned normally. As the damaged cannula had been contaminated with the patient's blood, it was photographed for documentation and then discarded.

Event description:
No additional information is available.

Manufacturer narrative:
DHR/bhr review (lot# 4296374): the products of this batch were assembled at intima ii auto line 4 in nov 2024 and packaged at cfs package line in nov 2024. Work order quantity was (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. The customer returned one photo but did not return the defective sample. The photo shows that the extension tube of the defective sample is damaged and leaking. Functional testing (45psi leakage test) was performed on a retained sample of the complaint batch, the result was qualified, no leakage was found at the extension tubing. Sku# 383007 is an intima ii product (pvc extension tubing). The intended use for the bd intima ii product is the intravascular administration of fluids. The forcing of liquid through the product during enhanced CT may cause the extension tubing to rupture. This product (sku# 383007) has never been declared to be used for high-pressure injection. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. This product is not suitable for high-pressure injection; the root cause of the sudden breakage of the extension tubing during enhanced CT is related to the wrong use of the product.